Event description:
It was reported, that a patient's implantable cardioverter defibrillator exhibited an unspecified malfunction. No further intervention or adverse patient consequences were reported.